Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined impedance, noise, and had a suspected fracture. It was also reported that the right atrial (ra) lead exhibited high/undefined impedance and had a suspected fracture. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.